Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was below the expected lower range. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead has rising capture thresholds. The lead was found to have intermittent to no capture. A lead extraction is planned for future management.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was below the expected lower range. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. Concomitant product(s): a 5086mri45 lead, implanted: (B)(6)2014. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead impedance warning alert had triggered on the right ventricular (rv) lead. The lead had low lead impedance and high thresholds. A follow up with the patient¿s healthcare provider yielded that even though the thresholds were high, the lead was capturing and so the physician elected to leave the lead in use and just monitor the patient. No patient complications have been reported as a result of this event.